Event description:
Caller reported that a tandem mobi cartridge alarm had occurred, causing the customer's blood glucose level to exceed 500 mg/dl. The specific value was unknown but displayed as "high." Customer addressed the high blood glucose by administering a correction bolus using the pump. Customer continued to use the pump for insulin therapy.